Manufacturer narrative:
Received 1 used reliavac evacuator with the draining tubing and y-connector still attached only. Visual inspection noted no obvious defects. The pouch was opened and a visual inspection was performed. The welding part of the y-connector was found to be detached. A defective sealing was found at the junction of both parts (tailpiece / "y¿ connector head), due to insufficient welding during the manufacturing process. The complaint was confirmed as a manufacturing related issue. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿do not squeeze the ¿-connector¿. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was not able to be inflated due to air leakage.

Manufacturer narrative:
Received 1 used reliavac evacuator with the draining tubing and y-connector still attached only. Visual inspection noted no obvious defects. The pouch was opened and a visual inspection was performed. The welding part of the y-connector was found to be detached. A defective sealing was found at the junction of both parts (tailpiece / "y¿ connector head), due to insufficient welding during the manufacturing process. The complaint was confirmed as a manufacturing related issue. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿do not squeeze the y-connector. There is a risk of break of y-connector.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.